Event description:
It was reported that prior to use it was discovered that there was foreign matter embedded in the stopper with bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from japanese to english: brown smear like embedded fm was in the stopper.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective stopper molding was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that there was foreign matter embedded in the stopper with bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from (B)(6) to english: brown smear like embedded fm was in the stopper.